Event description:
Crrt alarmed with red light on top but no error message. Screen froze and all function stopped including blood pump. Blood was unable to be returned to patient. Hemodialysis was notified. Patient's md was notified. Patient's son at bedside and aware of crrt malfunction and plan to restart.